Manufacturer narrative:
Analysis confirmed the reported event, the output connectors were broken. It was also noted that the hanger assembly was broken, the device failed functional testing due to the main printed circuit board (pcb) being out of electrical specification, a capacitor was broken on the main board, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector on the external pulse generator (epg) was damaged. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.